Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(4); batch: 7070439.

Event description:
It was reported that the patient had inadequate stimulation. All components were explanted and will not be returned.